Event description:
It was reported that the patient underwent surgical intervention wherein the left l3 drg lead was explanted and replaced to address the issue. The right l3 lead remains implanted. Note: since it is not known which lead is the left l3 lead, both products are being reported as being explanted.

Manufacturer narrative:
A patient experiencing ineffective stimulation due to high impedance was reported to abbott. The patient was reprogrammed. The lead was explanted and replaced. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer number: 1627487-2020-01447.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer numbers: 1627487-2019-10709, 1627487-2019-10710. It was reported that the patient was experiencing ineffective stimulation. High readings were detected on the lead contacts, causing therapy to be disabled. Reprogramming around the impedances was attempted, but unsuccessful in restoring therapy. In turn, the patient may undergo surgical intervention to resolve the issue.